Manufacturer narrative:
Product event summary: analysis was performed on the device memory and no anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is the same brand family to a device marketed in the u.s. (B)(4).

Event description:
It was reported that there was intermittent high right ventricular (rv) lead impedance and noise observed approximately three months after the device was replaced. It was further reported that the rv lead was tested through the analyzer and all electrical measurements were found to be within normal range and that the physician suspected a connection issue with the device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.